Event description:
The customer reported that the 840 ventilator stopped cycling. Covidien recommended to run the ground isolation check test and extended self test. The customer reported to have passed all test. The alleged malfunction was not duplicated.